Event description:
Pt implanted with a helical blade, short nail and locking screw. The helical blade migrated medially into the joint space and penetrated the acetabulum. Hardware removed, pt revised to a total hip replacement on (B)(6) 2012. The original post-op firms showed center - center placement of the helical blade; tip-apex distance less than 20mm. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Unable to determine expiration date. Additional info requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.